Event description:
Additional information received reported that the hcp stated that the reason he changed the catheter was because he was replacing the pump and he wanted to start over with a brand new system. The hcp stated there were no diagnostics performed on the catheter. The whole catheter was replaced and they did not save the catheter, it was discarded. The hcp noted the only symptom the patient had was inadequate pain relief. The hcp also speculated that possibly the anchor was placed too tightly and could have been intermittently disrupting therapy. It was unclear whether the catheter was revised prior to being replaced during the pump replacement. The hcp also stated that at some point, the patient had withdrawal symptoms and pain. The catheter and pump replacement happened on the same day. Please refer to manufacturer report # 3004209178-2013-06361 for motor stall-no recovery/pump replacement.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported, the patient had a catheter revision. The patient stayed overnight in the hospital and was discharged the following day. There were no patient symptoms/injuries related to this event. It was noted, the pump system was being used to deliver bupivacaine and morphine. It was additionally reported that the drug in the pump was infumorph. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).